Event description:
It was reported that this right ventricular implantable cardioverter defibrillator (ICD) exhibited gradually increasing pacing impedance measurements reaching out of range. High output pacing was completed for approximately 10 minutes resulting in the impedance measurements to decrease to within normal limits. During the pacing output testing, this device was noted to have exhibited t-wave oversensing. This system will be closely monitored with weekly interrogations via the remote monitoring system. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular implantable cardioverter defibrillator (ICD) exhibited gradually increasing pacing impedance measurements reaching out of range. High output pacing was completed for approximately 10 minutes resulting in the impedance measurements to decrease to within normal limits. During the pacing output testing, this device was noted to have exhibited t-wave oversensing. This system will be closely monitored with weekly interrogations via the remote monitoring system. No adverse patient effects were reported.